Event description:
The patient reported having pulsing feeling where the implant /incision area since implant. The patient was feeling stim on the side and not as much between the legs like she did during the trial. The patient could not sleep the night prior to this call because of the pulsing around the incision area and woke up in the middle of the night and had accident and had to change clothing. The patient was upset and has to get therapy to work. It was reported patient met with health care provider a day prior to the call and stimulation was adjusted from 0.4v to 0.8 and decreased to 0.65v the night prior. The patient would be traveling and would need to get this figure out before her trip. The patient had good relief during the trial. It was confirmed that therapy was on with programmer (pp), and therapy on icon, setting was program 3 at 0.75v. The patient next appointment was next friday with health care provider (hcp) and would like representative to be present at the appointment. It was reported 2 days later that patient felt stimulation ¿in her rump" and not between her legs. It was noted that at 0.4 v patient felt it very strongly in her rump. The patient stated that a couple days after implant, at night, patient stood up and leaked on the carpet and the bathroom. It was noted that 5 days after implant at night, patient was at 0.85v she had a burning sensation between her legs. Four days after implant at night, patient went to the bathroom at 10p, 11:15p, 2a, 4:35a, and 7:35a. The patient lowered to 0.7v and reported she did not have the burning sensation but felt a little in her legs. The patient stated she was not sleeping and was feeling very discouraged. Addition information received on (B)(6) 2014 that patient was really upset because she had the trial which worked great and now with this implant it was not stimulating in the correct place. It was stimulating where the implant was. She woke up in the middle of night and had no control and urinated on the floor. It was later reported on (B)(6) 2015 that patient was on program 3 at 0.7v and noticed about 5-6 days ago she was on, on program 2 at 0.7v. The patient saw the hcp about 5-6 days ago but was not sure if the hcp changed the program or if she did. The patient changed setting back to program 3 at 0.7v. The patient indicated that she had always had success with therapy. The patient reported that when she was using paddle / antenna over implant she was feeling a buzz in the rump / around the incision area which had been going on since implant and the morning of this call. The patient took the paddle away but still felt the buzz. It was noted that patient would be seeing their hcp soon. It was noted later on (B)(6) 2015 that patient experienced a loss of therapeutic effect and had not felt it for one week and the night of this call. The patient was not sure if working. It was indicated that the night prior to the date of this call patient had inclining had to use bathroom , car was at the front of the church and all of a sudden went to bathroom and no control went behind car, patient was totally wet. When got into the garage and walked to house started going more and got in the house and went to bathroom and urinated more. The patient had glass and a half of tea, not sure what happened. The patient went to 0.75v. The hcp on phone on the day of this call thought patient should lower intensity. The patient stated she just has not felt stimulation for one week so that was her thought last night so increased half step and could feel now after doing that. It was noted that for past week had not felt much until increased it last night. The patient thought maybe her leads have moved but was not sure. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0qafg, implanted: (B)(6) 2015, product type: lead. (B)(4).